Manufacturer narrative:
Continuation of concomitant medical products: 429878, lead, implanted (B)(6) 2017; dtba1q1, crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing noted on a recorded ventricular fibrillation (vf) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.